Manufacturer narrative:
Concomitant medical products: dtbb1q1 device, implanted: (B)(6) 2016; 459888 lead. Implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some right ventricular (rv) lead undersensing was noted on stored electrograms, possibly causing an episode to be marked as terminated while still in progress. It was noted the patient received multiple shocks and required external defibrillation. The rv lead remains in use. No further patient complications have been reported as a result of this event.